Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual samples were received for evaluation. The first-used sample (lot 201212); referred to as sample a, and the second sample (lot 210122); referred to as sample b. Visual inspection of the two samples revealed that the ptfe coating on sample a had been peeled off by approximately 20 mm (approximately 225 mm to 245 mm from the distal end), and the ptfe coating on sample b had been peeled off by approximately 10 mm (approximately 295 mm to 305 mm from the distal end). Magnifying inspection of both samples found that the ptfe coating was peeled off in a straight line from the base to the tip. From the shape of the peeling, it was considered that some kind of hard object came into contact with the area and rubbed against it. Magnifying inspection of the part other than where ptfe coating had been peeled off found no anomalies in the appearance such as bends or scratches. The outer diameter was measured at the vicinity of the peeling area and confirmed to meet the factory's control criteria. No anomaly was observed in the outer diameter of both samples. Od at the normal part of sample a: 0.57 mm; od at the normal part of sample b: 0.58 mm. The ptfe coating on the normal area of both samples was intentionally scraped off, and the adherence of the coating was checked with a magnifier. In both cases, no anomalies such as lifting or gaps were observed, and both samples were found to be equivalent to a current normal product sample. Investigation of manufacturing process: the manufacturing process was investigated, and no hard object was found in the process to come in contact with the area in question after the ptfe coating process. It was also confirmed that the equipment used to hold the area in question was made of urethane, and no hard metal objects were used. Reproductive testing conducted in the past: a test sample was pulled in the proximal direction while a metal plate (1 mm-thick) was put against the ptfe coating surface. As a result, peeling of ptfe coating occurred from the proximal to distal direction. When the test sample was pushed in the distal direction under the same condition, the ptfe coating was peeled from distal to proximal direction. A test sample was pulled in the proximal direction while a dedicated inserter was put on the ptfe coating. As a result, no peeling of ptfe coating occurred. A test sample was pulled in the proximal direction while a plastic torque device was slightly put on the ptfe coating. As a result, some abrasions were made on the surface from proximal to distal; however, peeling of ptfe coating did not occur. Based on the results of the reproduction tests and the fact that sample 1 and 2 showed peeling of ptfe coating from the proximal to distal side, it was inferred that the peeling of ptfe coating occurred when sample 1 and 2 were pulled with some hard object pressed against them. It is known that the peeling of ptfe coating may occur when the guidewire is inserted in an endoscope, the forceps elevator is lifted-up, and the guidewire is pushed or pulled. The state of peeling is similar to that of the actual sample. IFU state: stop the operation if you experience excessive resistance or obstruction while inserting the guidewire into the endoscope. Attempting to force the guidewire into the endoscope may damage to its surface coating. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the ptfe coating peeled off due to abrasion caused by pulling on the actual samples while some hard object (such as a device used in combination with the actual samples) was in strong contact with the actual samples. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Name- requested, not provided. Health professional- requested, not provided. Occupation- requested, not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported see MDR 9681834-2021-00091. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that pre-treatment, when a sterilized pack of the single use guidewire was opened, the coating was found to have been peeled off. It was replaced with another however, peeling of coating was found again. It was replaced with the same model again and the procedure was completed. There was no harm to the patient health. The procedure outcome was not reported.